Event description:
Bayer case number: (B)(4). This one burned me [thermal burn] left abrasion on my skin [skin abrasion]. Case narrative: this patient was identified during a market research program. The patient was given midol heat vibes (batch no. Unk). The case describes the occurrence of thermal burn ("this one burned me"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes at an unspecified dose and frequency. On unknown dates the patient experienced thermal burn (seriousness criterion medically important) and skin abrasion ("left abrasion on my skin"). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcomes for these events were unknown. The reporter considered skin abrasion and thermal burn to be related to midol heat vibes administration. The following amendment was made: upon internal review, the event "thermal burn" was upgraded to serious. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). This one burned me [thermal burn]. Left abrasion on my skin [skin abrasion]. Case narrative: this patient was identified during a market research program. The patient was given midol heat vibes (batch no. Unk). The case describes the occurrence of thermal burn ("this one burned me"). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes at an unspecified dose and frequency. On unknown dates the patient experienced thermal burn (seriousness criterion medically important) and skin abrasion ("left abrasion on my skin"). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcomes for these events were unknown. The reporter considered skin abrasion and thermal burn to be related to midol heat vibes administration. Quality-safety evaluation of ptc: for midol heat vibes: an in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore, there is no reason to suspect a causal relationship between the reported event and a quality defect. The reported event is not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 20-jan-2025: quality safety evaluation of ptc was received. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.